Event description:
Boston scientific received information that through a remote monitoring system that this device detected an out of range pacing impedance measurement on the right ventricular (rv) lead. An inappropriate shock was reported as a result of this high impedance measurements. All other lead measurements were appropriate. A lead fracture was suspected. As a result, a revision procedure was scheduled. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Information was later received that this lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected. Our investigation is complete. This investigation will be updated should further information be provided.